Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not clipping. The customer thought that the tissue was thick, so they resected the tissue around the duct; however, the same issue persisted. The customer then tested the instrument outside the patient with four hemolok clips and found that it failed to apply the clip. The instrument only clipped well when operating by hands but not when installing in the instrument arm. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality identified. The customer resected trivial amounts of the soft tissue around the duck, and it was a standard surgical step to skeletonize the tissue. There were no unusual tissue factors present in the patient. According to the surgeon, this event did not impact the procedure as a whole and had no affect the patient¿s health. The resection of tissue did not result in any permanent functional impairment in the patient. The vessel was less than 10 mm in diameter and the excised tissue did not need repair. There was no concern about this event causing any long-term complications with the patient. The patient had no injury or harm. In addition, during a da vinci-assisted surgical procedure, the clip fell into the patient as soon as the customer started to use the clip applier instrument. The clip was retrieved during the same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. The customer believed that the instrument had grip failure even though it did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. It also did not collide with any other instruments or other hard material during the surgical procedure. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient medical history were requested; however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint "clip was not clamping and customer thought it's due to thick tissue and they did resection of tissue around duct but same issue persisted". Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument failed the clip test. The clip did not fully close onto the test tubing. The root cause is not determinable/applicable. Additional observation not reported by site that is not related to the customer reported complaint was that the instrument main tube was found bent. The bending damage is located around the middle of the main tube. The root cause of bent instrument main tube is typically attributed to user mishandling/misuse, such as excessive loading, or improper handling during transport. The instrument will be transferred to engineering for further investigation. A follow-up MDR will be submitted if the product is further evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image/video investigation required as no image or video clip for the reported event was submitted for review. A review of the instrument log for the medium-large clip applier instrument (part# 478053-04/ lot/serial# n10211116 0013) associated with this event has been performed. Per this review of the logs, the medium-large clip applier instrument was last used on (B)(6) 2022 via system serial (B)(4). There were 53 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this event is being reported because it was alleged that the clip of the medium-large clip applier instrument fell inside the patient during a da vinci assisted procedure. The clip was retrieved during the same procedure with no patient injury. Failure analysis confirmed the clip fell inside the patient was attributed to user mishandling/misuse. In addition, fa also confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Manufacturer narrative:
D02, d11 - the intuitive surgical, inc. (Isi) failure analysis engineer (fae) further investigated the medium-large clip applier instrument involved with this complaint and the initial findings were confirmed. The instrument was placed on an in-house system and failed the clip test. The housing was then removed and it was found that the screw at the rocker holding the push-pull rod assembly was loose. The loose screw likely caused the push-pull rod to be unstable and thus, unable to generate enough force to complete clip application. The root cause of this is attributed to a component failure. The bent main tube likely also contributed to the clip test failure, causing enough friction to prevent the push-pull rod from moving fully. The root cause of this is attributed to user mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.